Event description:
After inserting the catheter into the aneurysm, the physician was only able to see the first marker band under digital subtracted angiography (dsa) and not the second marker band. No complications were reported to have occured with the patient as a result of this event.